Event description:
The customer reported air in the sample pouch. Pt information is unavailable at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.